Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, he used a disposable stapling device during a pancreatectomy but the device/handpiece would not deploy. It seemed stuck in closed position, so he could not use it. This was an open case, not laparoscopic. They opened up a new device and it worked fine. The surgeon could not open the handle while the reload was on. No harm was done to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.